Event description:
Customer reported experiencing an altitude alarm on the pump. Blood glucose level did not exceed 500 mg/dl and therefore remained within normal range. Customer received tips from technical support on preventing future altitude alarms, understood the guidance, and was able to resume insulin delivery with the original cartridge without needing a replacement.